Event description:
Brand name: always flex foam manufacturer: procter & gamble mfg date:2025-08-28 after using always flex foam menstrual pads, I experienced a severe rash, burning, swelling and irritation in the area of contact. The whole vaginal area where the product came into contact is itchy, swollen and incredibly uncomfortable, and extremely embarrassing. I haven't found any relief, even after I quit using the product. The symptoms began within hours and still hasn't resolved. I have however stopped using the product and have a doctor's appointment scheduled for as soon as possible. I have not had similar reactions with other menstrual products. I believe this product is a risk to consumers and request that this report be reviewed. Please confirm receipt of report and suggestions on what to do next. Thank you.